Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. Tech services has provided educational material regarding recommended centrifugation guidelines for the fixed angle centrifuges used by the customer. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, instrument manufacturers and published data on interferences may be a useful resource for this issue.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results before use. The following has been provided by the initial reporter: it was reported that facility is getting high potassium levels. Occurrence: occurring multiple times. Samples available. Site has been having issues with elevated k+ for the past few months. They are having 3-4 day. They run qc 3x a day and are running them on a fusion ortho. Their reference range is 3.5-5.1. They are trending in the range of 5.8-6.9 and the doctors are starting to complain. When patients are recalled for a redraw they are normal. The elevated k+ seem to be coming from 2 clinic locations. They have inserviced the staff and he states that they are experienced. Patients are a mixed population. Tubes are spun at the clinics and he states that they are not re-spinning. They do not have hemolysis. They have not noticed any other analyte issues. They did receive new centrifuges and are currently spinning for 10 minutes at 3000-3500 rpm in a fixed angle centrifuge. They clot for 30 minutes prior to centrifugation. Site is well aware of reasons for high k+ such as fist clenching, order of draw and tourniquet time. Site does use rst tubes for dialysis patients and they have not noticed any issues with these tubes. He states that the serum is of good quality. Will email tech talk on sst tubes. Informed customer that tubes spun in a fixed angle centrifuge should be spun for 15 minutes. This is the only lot# they have on site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing erroneous results before use. The following has been provided by the initial reporter: it was reported that facility is getting high potassium levels. Occurrence: occurring multiple times. Samples available. Site has been having issues with elevated k+ for the past few months. They are having 3-4 day. They run qc 3x a day and are running them on a fusion ortho. Their reference range is 3.5-5.1. They are trending in the range of 5.8-6.9 and the doctors are starting to complain. When patients are recalled for a redraw they are normal. The elevated k+ seem to be coming from 2 clinic locations. They have inserviced the staff and he states that they are experienced. Patients are a mixed population. Tubes are spun at the clinics and he states that they are not respinning. They do not have hemolysis. They have not noticed any other analyte issues. They did receive new centrifuges and are currently spinning for 10 minutes at 3000-3500 rpm in a fixed angle centrifuge. They clot for 30 minutes prior to centrifugation. Site is well aware of reasons for high k+ such as fist clenching, order of draw and tourniquet time. Site does use rst tubes for dialysis patients and they have not noticed any issues with these tubes. He states that the serum is of good quality. Will email tech talk on sst tubes. Informed customer that tubes spun in a fixed angle centrifuge should be spun for 15 minutes. This is the only lot# they have on site.